Event description:
It was reported that patient underwent total hip arthroplasty in 2005. Subsequently, patient was revised in 2009 to remove and replace the liner and head component. The liner showed evidence of wear.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the surgeon (via fax), additional information regarding the explant was received. Unfortunately, the device is unavailable for return. A device history record review is currently in process.

Event description:
It was reported that the device was explanted after an implant duration of approximately 152 months. Through follow-up with the surgeon, it was learned that the device was explanted due to regurgitation and insufficiency.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.